Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had deteriorated vision. The issue occurred during preparation for use for a laparoscopic procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Event description:
It was reported, the rigid video scope had deteriorated vision. The issue occurred during preparation for use for a laparoscopic procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to the video cable being broken, the image was not able to be displayed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.